Manufacturer narrative:
The manufacturer previously reported receiving information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and customer's complaint was confirmed. Pil tech reviewed error logs and alarm log display. Evidence of several ventilator inoperative alarms was found in the alarm log display. Evidence of error log corruption was found at the approximate time of the ventilator inoperative alarms (on (B)(6) 2024). The unit will be scrapped. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under bipap a40 ventilator, 501k number: k121623.

Manufacturer narrative:
H3 other text : device not returned to manufcturer.

Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under bipap a40 ventilator, 501k number: k121623.